Event description:
During testing at the user facility, it was reported that the o-ring was missing. There was no patient involvement, no adverse consequences, no medical intervention and no delays.

Event description:
During testing at the user facility, it was reported that the o-ring was missing. There was no patient involvement, no adverse consequences, no medical intervention and no delays.